Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the anterior tibial artery. Field staff suggested using an oad with a smaller crown due to vessel size, however the physician used a 1.5 solid crown oad. During treatment, the wire tip marker could not be seen via fluoroscopy, and the oad stalled. The wire and control knob were able to move, however the crown did not move. The oad was pulled, however it remained stuck, and the catheter was cut from the handle. There were no available catheters that would fit over the device, and a second access site was obtained. The vessel was wired and balloon inflation was performed next to the crown. The patient became unresponsive and the crown could not be removed. A vessel perforation was identified in the aorta, between the renal arteries and iliac bifurcation and the patient was sent to the operating room. The patient expired due to complications in the aorta unrelated to the csi device.